Event description:
Physician using vnus closure fast cath during procedure, tip of catheter broke off. This occurred twice during the same procedure. The lot numbers and expiration dates on the product were the same. Patient did not sustain any injury, tip retrieved.